Event description:
The customer contact reported that patient received more medication than intended. The pump was programmed to deliver an unspecified medication for a duration of 5.5 hours. No further programming parameters were provided. After an unspecified length of time, the infusion reportedly delivered "much faster" than intended. There were no reported adverse patient effects. Durging testing at the user facility, the biomedical engineer "ran standard tests on the pump and found nothing out of the ordinary." Though requested, no additional information was provided.

Event description:
The following info was received from the customer. The pump was programmed in the continuous+bolus mode to deliver at a continuous rate of 0.3ml/hr, a 3ml bolus dose with a 15 minutes pt lockout and a 50ml container. The unspecified solution was intiated on an unspecified date at 10:50pm and at 4:30am the container was reported empty.